Event description:
It was reported that prior to starting a da vinci mitral valve repair procedure, the surgical staff reported the image was blurry with wavy lines on all monitors. Intuitive surgical's technical support engineer (tse) had the customer check all cable connections and camera control unit (ccu) settings. The vision cart power was cycled and the red indicator light for the black balance was solid on both the right and the left ccu. The customer then switched their high magnification camera to a wide-angle camera and was able to complete the planned surgical procedure with no further issues. The patient was in the room and under anesthesia for approximately one hour while the tse assisted the customer in resolving the vision issue. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The investigation conducted by isi field service engineering concluded that the wavy image experienced by the customer was associated with camera control units (ccu). The ccus control the quality of the video images. Two ccus are included with the da vinci system, one each for the left and right optical paths. The field service engineer determined that the site's ccus were incompatible with the high magnification camera and repaired the system by replacing the ccus with an upgraded compatible version. As of 2008, there have been no reported recurrences of the issue at this hospital.